Event description:
It was reported that the audible tones or vibrate feature were not working on the insulin pump. Troubleshooting was performed and found the vibrate feature to be working. No other information was provided.

Manufacturer narrative:
The insulin pump had no audio tones due to a broken transducer wire. The insulin pump passed all further testing.